Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician attempted to insert a lead for a trial procedure. The pt was not sedated and was unable to tolerate the procedure. The lead was removed and the case was abandoned.